Event description:
The patient reported having a seizure in the morning. She stated that it occurred at 6am while she was sleeping. Her husband gave her a glucagon shot and disconnected her from her infusion device. The patient stated that she slept for hours without her infusion device. When she woke up her blood glucose was 233 mg/dl. The patient stated that she does not know if the pump "gave her insulin" unintentionally or not. The patient was advised to switch to her backup infusion device. Product was requested to tbe returned for evaluation.